Event description:
Given/medtronics bravo capsule monitor was in the process of recording when recorder started flashing "error battery" after recording for only 10 hours of a 48 hour study. Patient came back to the gi lab from home. After talking to tech support, and trying numerous interventions to continue the study, even by plugging in to charge battery, error message still continued to be displayed. Given/medtronic tech support came to conclusion that internal battery wasn't functioning and cannot be fixed.